Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 283 mg/dl and it was addressed with a bolus. It was unknown what the cause of the elevated bg was. It was confirmed that the customer had manual injections available as backup insulin therapy.